Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
During a central line insertion, the vessel was torn causing excessive bleeding. Surgiseal was used and pressure applied for 30 minutes. Surgiseal was used and pressure was applied for 30 minutes. Additional information has been requested.

Manufacturer narrative:
(B)(4). Investigation results - during a central line insertion, the vessel was torn causing excessive bleeding. The physician feels the problem stems from the peel away and dilator combo and when used to dilate the vein up, the problem comes due to the shoulder (where the dilator meets the peel away). This transaction is very severe and not nicely tapered. Product was not returned; therefore a document based investigation was performed. A complete review of complaint history, drawings, instructions for use, manufacturing instructions, and quality control was conducted to aid in the product investigation. Peel away sheath is manufactured per manufacturing instructions(mi) and drawings(dwg). The distal end of the sheath is to be sanded for smooth transition. After sanding, air is used to blow the debris off of the dilator and the work surface is wiped down before continuing to assemble the product. The dilator is inspected at 100% per quality control(qc) to confirm the surface is free of excessive sharpness, dents, deep scratches, and out of roundness. The taper is verified to be smooth, gradual, and not weak or damaged. The tip is confirmed to be smooth and free of excessive nicks and debris. The peel-away sheath introducer is inspected at 100% per qc. The distal tip is confirmed to be sanded smooth and free of rough edges. The surface is confirmed to be clean, smooth and free of excessive bumps and dents. There shall be no peeling, rippled or frayed material. If the sheath and dilator are received together in qc, they must be sent inserted together throughout processing and must have a smooth transition. Instructions for use(IFU) precautions that extreme caution must be used in placement and monitoring. Results of the investigation evaluation are inconclusive. Should the affected product be returned, this investigation will be reassessed. This complaint is considered confirmed based solely on the patient/event information. The appropriate personnel have been notified and cook incorporated will continue to monitor for similar complaints.

Event description:
During a central line insertion, the vessel was torn causing excessive bleeding. Surgiseal was used and pressure applied for 30 minutes. Surgiseal was used and pressure was applied for 30 minutes. Additional information has been requested.